Event description:
Md [redacted] was doing an off- pump CABG [coronary artery bypass graft] and the coronary scissors tip broke off in the patient's mammary artery. He was able to retrieve the tip of the scissor without the patient being injured.